Event description:
It was reported that a patient was revised to address two yukon set screws that migrated post-operatively. During the revision surgery, the two migrated set screws, two yukon contoured rods, and two additional yukon set screws were reported to have signs of metallosis around them. The devices were explanted. This report is for the first of the two additional yukon set screws.

Event description:
It was reported that a patient was revised to address two yukon set screws that migrated post-operatively. During the revision surgery, the two migrated set screws, two yukon contoured rods, and two additional yukon set screws were reported to have signs of metallosis around them. The devices were explanted. This report is for the first of the two additional yukon set screws.